Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Dirty syringes from order (B)(4). The order for 3 ml syringes consisted of 64,000 units. The material lot number is 2299623. Between august 2, 2023, and august 18, 2023, during the production of 3 ml syringes, operators noticed contamination on the syringes. During this production period, seven boxes of 1600 units each with this defect were set aside, along with one partially filled box containing 1057 units. Operators kept the production manager and quality controller informed about the syringe quality on an ongoing basis.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported there was contamination on the syringes. To aid in the investigation, one photo of a 3ml luer lok syringe was received for evaluation by our quality team. The image shows seven loose syringes all with multiple ink rings on the barrels. The condition observed is non-conforming per product specification and is associated with the marking process. A device history record review was completed for provided material number 301073, lot 2299623. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2299623 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment, and is considered in compliance with our product specification requirements. As part of this investigation, the production database and technician logs were also reviewed with no findings related to ink rings from the marker. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.